Event description:
During use of the subject device, microbiological testing confirmed pseudomonas aeruginosa contamination of the device. This complaint pertains to patient #7, who was treated with the contaminated scope. Follow-up confirmed that the patient did not develop infection, symptoms, or require intervention.

Manufacturer narrative:
This report is related to the following linked patient identifiers: (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to failure to follow instructions. However, after the hmi test results, olympus was not able to confirm the customer request. Based on the provided data, the case can be only partially assessed. No correlation has been observed between the actual product/ device status and the cause of contamination and infection. In general, device damage (e.g., scratches, cracks, creases, kinks) could be a source of microorganisms, particularly when combined with poor reprocessing. Without the cds information from the customer, we are not able to correlate any possible lapses in reprocessing regarding the validated procedure described in the IFU with product status. Given that the customer identified pseudomonas aeruginosa, ipc recommends checking the water quality on site and the endoscope drying process. After reprocessing by oly, the hmi results could not confirm customer findings and were negative. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.